Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was separated. The 80% stenosed and moderately tortuous target lesion was located in the right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. During insertion of the catheter, resistance was felt and kink occurred. When the physician pulled out the catheter was separated. The physician completely removed the detached component of the device out from the patient's body. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that the catheter was separated. The 80% stenosed and moderately tortuous target lesion was located in the right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. During insertion of the catheter, resistance was felt and kink occurred. When the physician pulled out the catheter was separated. The physician completely removed the detached component of the device out from the patient's body. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was received for analysis. Devices analysis revealed the catheter was returned detached in the lapjoint distal section and a kink in the imaging windows of the sheath assembly. The catheter did not present any damage in the guidewide exit hole port and the distal tip of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).